Event description:
Complainant alleged on (B)(6) 2012, a patient coded, for unknown reasons, and four (4) attempts were made to intubate the patient. The fourth intubation attempt was successful. The initial chest x-ray after intubation was stated to be clear. On (B)(6) 2012, a subsequent chest x-ray revealed a foreign object in the pt¿s lung. A bronchoscopy was performed to retrieve a foreign object which was identified as a lamp from a laryngoscope blade that was used during intubation.

Manufacturer narrative:
The lamp break was confirmed by a visit to the customer. This laryngoscope allegation is still under eval. A follow-up report will be submitted when the eval is complete.